Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date monitor: 03/15/2013. Electrode belt: 04/29/2015.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time and nursing staff was present attempting to resuscitate the patient. Per review of the patient's downloaded flag data, the patient received four inappropriate defibrillations on (B)(6) 2016. At 10:39:31 am the ECG recordings revealed that the patient was in bradycardia transitioning to asystole with CPR artifact evident on the ECG channel. The four treatments were delivered between 10:43:00 and 10:44:36am. The rhythm at the time of the treatments was asystole with CPR artifact. The CPR artifact contributed to the false detections. Asystole is considered a non-shockable rhythm.